Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to charge with the ins recharger. Antenna locate was performed with a range on 30-70 and no coupling bars. The ins was discharged but the rep was able to connect using the clinician programmer, and another recharger was able to connect fine with 8 couple bars. A new recharger was sent to the patient. It was also reported that the patient had been feeling a sharp, burning, pinching and shocking sensation underneath and to the right side of the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the sharp, burning, pinching, and shocking sensation. The patient noted that it only happened the last two charging session with the old recharger. When the rep used a new recharger for troubleshooting in the office, the patient denied the sharp shocking sensation. A new recharger was utilized in the clinic and a new recharger was requested and sent to the patient. At the time of the report, the issue has been resolved. There were no further complications or anticipations reported with this event.